Manufacturer narrative:
(B)(4). Date sent: 5/27/2021. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Pt c/o dizziness, hgb 10.8-6.8. Pt transfused 3 units. Female, 43, bmi 37.84. I do not have information on the amount of blood loss and the pre and post-op anticoagulant and post op pain management.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor performed a roux en y procedure on 4/1/21 and it was brought to my attention that he had to perform a blood transfusion post op on the patient.